Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of an endo procedure. The device was reported as installing a system update, preventing user access to medication. The customer reported a 10-to-20-minute delay to patient care. Propofol and IV fluid (lactated ringer) the required medication. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding in the middle of an endo procedure. The device was reported as installing a system update, preventing user access to medication. The customer reported a 10-to-20-minute delay to patient care. Propofol and IV fluid (lactated ringer) the required medication. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and determined that the network interface card had to be configured to 100 mbps full duplex to resolve. The field service technician verified the connection to the customer's internal network. Device was rebooted. Device confirmed operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1,d4, d5, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 29-jul-2020 to 29-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was running updates in the middle of being used due to software failures. A field service engineer reconfigured nic for 100 fd, rebooted and launched the application to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding in the middle of a scheduled endo procedure. The device was reported as installing a system update, preventing user access to medication. The customer reported a 10-to-20-minute delay to patient care. Propofol and IV fluid (lactated ringer) the required medication. The customer confirmed there was no patient harm and medical intervention was required. No adverse event was reported.